Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. Three (3) samples were sent to the beckman coulter complaint handling unit. The patient samples were analyzed on the access 2 immunoassay system serial number (B)(4). Reproducible results, above the access accutni+3 assay's normal reference rang, were obtained. These results did not confirm the results obtained by the customer. Interference testing, using a pool of blockers composed of animal derived antibodies and a blocker related to alkaline phosphatase, was performed. The samples recovered similarly and above the assay's normal reference range. The investigation could not demonstrate any interference. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample five (5) additional times on the same unicel dxi 800 immunoassay system, and obtained one (1) higher result and four (4) lower results, all above the assay's normal reference range. The elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged at 3,000 rpm (rotations per minute) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.